Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located at the account in room 606. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint#(B)(4).

Manufacturer narrative:
The hill-rom tech found all four casters inoperable most likely due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced all four casters to resolve the issue. Based on this info, no further action is required.